Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation replacement procedure as a replacement lens, the patient experienced excessive vault post op. Yag was performed. The lens remains implanted. Reportedly, "during the last check-up the bcva was 0.7 for both eyes. Measurements with the cso sirius indicated a vaulting of 0.88 and 0.89 mm in od and os respectively. For safety's sake I have performed a yag laser iridotomy. The patient is quite happy." If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6: investigation type code: 4110: lens work order search-no similar complaint event(s) within associated lots were found. H6: health effect - impact code: 4625 - yag laser iridotomy was performed. H11: manufacturer narrative: additional yag iridotomy is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).